Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, ECG functionality testing and stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence of the customer's report. The multi-function cable and ECG cables were not returned as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via electrode pads and displayed an unknown error message. Complainant indicated that there was no patient involvement in the reported malfunction.